Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. Visual inspection of the distal portion found that the insulation was abraded at 20.2 cm to 20.4 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported sensing and noise anomalies.

Event description:
It was reported that the right atrial lead was oversensing noise which resulted in intermittent pacing inhibition. The lead was explanted and replaced. The patient tolerated the procedure well and there were no complications.